Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy revealed externalized conductors. The lead was electrically stable with all measurements in range and there were no instances of noise on stored egms or during in-clinic testing. The physician elected to monitor the lead. Fluoroscopic imaging taken from the field was submitted to sjm personnel. Review of the image was inconclusive.